Event description:
It was reported that the patient passed away.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient outcome could not be conclusively determined through this evaluation. Due to hospital policy, no further information was provided. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.